Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message code"error44". The complainant indicated that there was no patient involvement in the reported failure.